Event description:
It was reported that a small hair was found inside the end of the filling port. The issue was discovered during the filling of the cassette in the cleanroom. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found hair contamination observed inside of the luer. Two pictures were returned. Image one showed the 250ml cassette, image two showed a close up of the female luer where what appears to be a hair strand. The complaint of hair inside the end of the filling port can be confirmed. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.